Event description:
It was observed during the device evaluation that the image is not displayed on the videoscope due to damage to the charge-coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the no image was due to a defective charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.